Manufacturer narrative:
Additional details were received from the clinical events committee (cec) meeting minutes: after the procedure, the site reported a 10% final residual in-lesion stenosis. The procedure was uncomplicated. The day of the event, the nih stroke scale score was 0 and the rankin stroke scale score was 0. Per neurological event form, the patient developed behavioral change and right hemiparesis or hemiplegia. According to the consultation report one day after the event, as the patient was transferred to the floor on (B)(6) 2014, he developed sudden onset of numbness and weakness of his right arm and slurred speech. The nih stroke scale score at the time of event is unavailable. Per neurology consultation report the day after the event, overnight the patient¿s symptoms had abated and he returned back to normal. At the time of neurology consultation the patient had no neurological deficits. Neurology consultation impression: acute left stroke post stent. The day after the event at 09:45, the nih stroke scale score was 0 and the rankin stroke scale score was 0. According to the CT scan, "there was a small area of decreased attenuation seen along the luminal margin of the stent consistent with minimal thrombosis." The patient was also reported as "left radical neck dissection" with no information on a dissection occurring during the procedure. Additional lab results provided are: a brain CT scan and cta on (B)(6) 2014 revealed the following, according to the radiology report impression: 1-small non-hemorrhagic left parietal low density lesion consisted with ischemia/infarct; 2-status post recent placement of a left ica stent. There was a small area of decreased attenuation seen along the luminal margin of the stent consistent with minimal thrombosis; 3-mild plaque at the right carotid bifurcation and ica origin with no significant stenosis; 4-status post left radical neck dissection. (B)(4). Additional information is pending and will be submitted 30-days upon receipt. This is one of two products involved with the reported adverse event and the associated manufacturer report numbers are 9616099-2014-00061 and 9616099-2014-00062.

Event description:
As reported by the (B)(4) study, a 6mm angioguard embolic protection device failed to cross the lesion. The angioguard was removed and replaced with a non-cordis filter. The day after the patient had two 10x40mm precise pro rx stents implanted, the patient suffered from a gradual onset of behavior changes, right hemiparesis, slurred speech and vision issues, which was diagnosed as an ischemic stroke. The patient fully recovered with no residual deficits within 10 minutes. The patient had a CT of the head and stayed an additional night in the hospital. The patient was discharged three days after the procedure. The target lesion was located in the bifurcation of the left common carotid artery, with a length of 70mm and a diameter of 6mm. The ulcerated lesion was moderately calcified with 95% stenosis. The vessel was a type I arch vessel with mild tortuosity. There was no thrombosis at the target lesion. The nih and rankin stroke scale scores were both 0 at baseline, and the patient was asymptomatic before the procedure. Approach was made with a 6mm angioguard embolic protection device. During advancement of the device, the angioguard failed to cross the lesion. The device was successfully retrieved and replaced with a non-cordis filter basket. Then, a 10x40mm precise pro rx stent was successfully deployed at the target lesion, and another 10x40mm precise pro rx stent was successfully deployed proximal to the target lesion, leaving a final stenosis rate of 0%. The non-cordis filter was successfully retrieved from the patient. The patient had no neurological deficits when leaving the angiography suite, and there was none documented presence of air bubbles. The day after the procedure, behavioral changes were noted prior to the patient being discharged. The patient could not feel his right hand and had a hard time controlling it. He also had slurred speech and vision issues. All deficits resolved that same day within 10 minutes.

Manufacturer narrative:
The patient was later diagnosed with an ischemic stroke. The patient had a CT scan to see what type of stroke it was and if the carotid stents were occluded. The patient also stayed an additional night in the hospital. The patient was discharged three days after the procedure with an nih and rankin score of 0. The product remains implanted and is thus not available for analysis. A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt. Concomitant medications: heparin was given during the procedure. Pre and post-procedure medications included aspirin and clopidogrel. Concomitant devices: ev3-spider filter and 10x40mm precise pro rx stent, catalog number pc1040rxc, lot number 15925992. This is one of two products involved with the reported adverse event and the associated manufacturer report numbers are 9616099-2014-00061 and 9616099-2014-00062.

Manufacturer narrative:
Additional information was provided that: this patient had radical neck surgery in 1995 (prior to carotid stenting procedure) from a neck cancer that was consistent with the dissection noted in the CT report. Additional medical history: radial neck dissection. Please note that the DHR was updated and the product met quality requirements for product acceptance. This is one of two products involved with the reported adverse event and the associated manufacturer report numbers are 9616099-2014-00061 and 9616099-2014-00062. Complaint conclusion: as reported by the sapphire study, a 6mm angioguard embolic protection device failed to cross the lesion. The angioguard was removed and replaced with a non-cordis filter. The day after the patient had two 10x40mm precise pro rx stents implanted, the patient suffered from a gradual onset of behavior changes, right hemiparesis, slurred speech and vision issues, which was diagnosed as an ischemic stroke. The patient fully recovered with no residual deficits within 10 minutes. The patient had a CT of the head and stayed an additional night in the hospital. The patient was discharged three days after the procedure. The patient is a (B)(6) male with a medical history of previous stroke, hyperlipidemia, and history of smoking. The target lesion was located in the bifurcation of the left common carotid artery, with a length of 70mm and a diameter of 6mm. The ulcerated lesion was moderately calcified with 95% stenosis. The vessel was a type I arch vessel with mild tortuosity. There was no thrombosis at the target lesion. The nih and rankin stroke scale scores were both 0 at baseline, and the patient was asymptomatic before the procedure. Approach was made with a 6mm angioguard embolic protection device. During advancement of the device, the angioguard failed to cross the lesion. The device was successfully retrieved and replaced with a non-cordis filter basket. Then, a 10x40mm precise pro rx stent was successfully deployed at the target lesion, and another 10x40mm precise pro rx stent was successfully deployed proximal to the target lesion. After the procedure, the site reported a 10% final residual in-lesion stenosis. The non-cordis filter was successfully retrieved from the patient. The patient had no neurological deficits when leaving the angiography suite, and there was none documented presence of air bubbles. The procedure was uncomplicated. The day after the procedure, behavioral changes were noted prior to the patient being discharged. The patient also could not feel his right hand and had a hard time controlling it, had slurred speech, and vision issues. All deficits resolved that same day within 10 minutes. The patient was later diagnosed with an ischemic stroke. Per neurology consultation report the day after the event, overnight the patient¿s symptoms had abated and he returned back to normal with no deficits. The patient had a CT scan to see what type of stroke it was and if the carotid stents were occluded. CT found: "small non-hemorrhagic left parietal lobe low density lesion consistent with ischemia/infarct.¿ the CT also found ¿there was a small area of decreased attenuation seen along the luminal margin of the stent consistent with minimal thrombosis." The CT sca also noted mild plaque at the right carotid bifurcation and ica origin with no significant stenosis¿ and ¿status post left radical neck dissection.¿ this patient had radical neck surgery in 1995 (prior to carotid stenting procedure) from a neck cancer that was consistent with the dissection noted in the CT report. The patient stayed an additional night in the hospital for monitoring. The patient was discharged three days after the procedure with an nih and rankin score of 0. The device remains implanted, and therefore is not available for analysis. A device history record (DHR review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15925992 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. An ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. The symptoms of the stroke depend on the area of the oxygen deprivation. The patient may have symptoms such as vision changes, changes in speech, hemiparesis, and confusion. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. In-stent thrombosis is a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. No corrective or preventive action will be taken, given that; with the DHR and the information provided, the reported failure/event does not appear to be related to the manufacturing process. Difficulty crossing a product through an anatomical structure is a known procedural occurrence. This type of difficulty occurring during the clinical use of the device is usually addressed by modification in technique or substitution with another device. Crossing difficulty is most commonly related to the patient¿s anatomy, vessel characteristics, operator¿s technique and appropriate device selection. Based on the information provided, lesion (ulcerated, moderately calcified, and 95% stenosis) and vessel characteristics (type 1 arch vessel and mild tortuosity) are likely contributing factors to the failure to cross reported. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
This is one of two products involved with the reported adverse event and the associated manufacturer report numbers are 9616099-2014-00061 and 9616099-2014-00062. Complaint conclusion: as reported by the sapphire study, a 6mm angioguard embolic protection device failed to cross the lesion. The angioguard was removed and replaced with a non-cordis filter. The day after the patient had two 10x40mm precise pro rx stents implanted, the patient suffered from a gradual onset of behavior changes, right hemiparesis, slurred speech and vision issues, which was diagnosed as an ischemic stroke. The patient fully recovered with no residual deficits within 10 minutes. The patient had a CT of the head and stayed an additional night in the hospital. The patient was discharged three days after the procedure. The patient is a (B)(6) male with a medical history of previous stroke, hyperlipidemia, and history of smoking. The target lesion was located in the bifurcation of the left common carotid artery, with a length of 70mm and a diameter of 6mm. The ulcerated lesion was moderately calcified with 95% stenosis. The vessel was a type I arch vessel with mild tortuosity. There was no thrombosis at the target lesion. The nih and rankin stroke scale scores were both 0 at baseline, and the patient was asymptomatic before the procedure. Approach was made with a 6mm angioguard embolic protection device. During advancement of the device, the angioguard failed to cross the lesion. The device was successfully retrieved and replaced with a non-cordis filter basket. Then, a 10x40mm precise pro rx stent was successfully deployed at the target lesion, and another 10x40mm precise pro rx stent was successfully deployed proximal to the target lesion, leaving a final stenosis rate of 0%. The non-cordis filter was successfully retrieved from the patient. The patient had no neurological deficits when leaving the angiography suite, and there was none documented presence of air bubbles. The day after the procedure, behavioral changes were noted prior to the patient being discharged. The patient could not feel his right hand and had a hard time controlling it. He also had slurred speech and vision issues. All deficits resolved that same day within 10 minutes. The patient was later diagnosed with an ischemic stroke. The patient had a CT scan to see what type of stroke it was and if the carotid stents were occluded. CT found: "small non-hemorrhagic left parietal lobe low density lesion consistent with ischemia/infarct.¿ the patient also stayed an additional night in the hospital. The patient was discharged three days after the procedure with an nih and rankin score of 0. The device remains implanted, and therefore is not available for analysis. A device history record (DHR) review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15925992 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. An ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. The symptoms of the stroke depend on the area of the oxygen deprivation. The patient may have symptoms such as vision changes, changes in speech, hemiparesis, and confusion. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. No corrective or preventive action will be taken, given that; with the DHR and the information provided, the reported failure/event does not appear to be related to the manufacturing process. Difficulty crossing a product through an anatomical structure is a known procedural occurrence. This type of difficulty occurring during the clinical use of the device is usually addressed by modification in technique or substitution with another device. Crossing difficulty is most commonly related to the patient¿s anatomy, vessel characteristics, operator¿s technique and appropriate device selection. Based on the information provided, lesion (ulcerated, moderately calcified, and 95% stenosis) and vessel characteristics (type 1 arch vessel and mild tortuosity) are likely contributing factors to the failure to cross reported. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.